Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease may have impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted eight (8) years underwent valve-in-valve procedure due to aortic stenosis. A 26mm transcatheter valve was implanted inside the 23mm valve. Patient left the room in stable condition. Physician did not indicate a premature failure of surgical valve.